Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received hardware low level failure. The customer¿s blood glucose level was unknown. The customer was advised to perform self test and it failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.